Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the device was received with the capsule partially open. A stopcock was received attached to the in-line sheath with the device. The valve was received loaded in the capsule of the dcs. The handle appeared intact. The deployment knob appears intact but overdriven. The tip-retrieval mechanism appeared intact. The trigger appeared intact. The device was returned with the end cap/screw gear snap fit connected. An 8 mm gap was present between the distal edge of the capsule and the catheter tip. Several voids were observed over the nitinol reinforcing frame along the distal end to the proximal end of the capsule. The proximal end of the capsule was damaged and was folded inwards. On attempted retraction of the capsule via the rotation of the deployment knob the capsule fold straightened out. On straightening the folded capsule, the capsule polymer was observed to be severely stretched. A sharp piece of the nitinol frame was exposed. On rotating the capsule 90° the capsule was torn exposing the nitinol frame. Conclusion: it was reported that, in the first deployment attempt, the valve was placed at a suboptimal position (high) in the aorta. Various factors can affect valve positioning, such as patient anatomy or physician experience, and the cause of the suboptimal placement could not be determined with the limited information available. It was reported that the valve was recaptured in order to re-position deployment. This is a feature of the enveor device that allows for additional attempts at accurately positioning the valve. The observed capsule damage and stretching indicates excessive forces applied on the system, and typically occurs due to excessive compressive forces applied during the valve loading process and/or if the valve was tracked in tortuous anatomy. In this case, the patient's case summary indicates severely tortuous femoral and iliac vessels which may have contributed to this event. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve fluoroscopy confirmed the valve was loaded properly. The valve was deployed to 80% in the native annulus. It was decided that the valve was implanted too high and was recaptured. During the recapture the valve dislodged into the sinus of valsalva (sov). The valve was not pulled up above the level of the native leaflets before full recapture. The valve was fully recaptured. The valve was attempted to be redeployed and was recaptured and removed from the patient. A second transcatheter bioprosthetic valve was deployed in the proper position using a new delivery catheter system (dcs). No adverse patient effects were reported.